Event description:
I had a stent put in on (B)(6) 2013. I have been wearing a CPAP (continuous positive airway pressure) for over 20 years. I started using the new resmed CPAP with the magnets on the headgear (airfit n20) in (B)(6) of 2022. My first indication that I may have afib (atrial fibrillation) was when I went for an endoscopy on (B)(6) 2023. They were checking my vitals prior to anesthesia and the doctor told me to see my cardiologist. On (B)(6) 2023, I was admitted to the hospital and discharged on (B)(6). I did not have the CPAP machine with me during my stay. My heart was beating fast, I was exhausted and out of breath. During the hospital stay, there were not able to detect the afib. My cardiologist recognized the afib during a subsequent office visit and prescribed a heart monitor on two separate occasions and they both detected the afib. I take medication to help thin the blood, eliquis (5mg 1x per day) and also the maximum metoprolol (100mg 2x per day). I received notification on (B)(6) 2024 from resmed to remove the mask and not use it if I had a stent, which I do. Reference report: mw5151892.